Event description:
The patient reported that their voiding amounts were not as much as they were prior to their evaluation. Additional information reported that the patient was still experiencing voiding less volume than before the start of their trial but that the patient had begun seeing an improvement in volume voided. It was also noted that the patient had been having issues with urgency. The patient stated that their urgency would be at a ¿0¿ then all of the sudden it was a ¿5¿ which was where their urgency was currently at. They switched sides the day prior to the day of the report and were hoping to also see an improvement in urgency.